Event description:
It was reported by the facility that the catheter was inserted in 2001. The patient had a dislysis treatment the next day. When the patient returned 2 days later the venous female luer was cracked. The catheter was removed and another one was inserted.